Event description:
Additional information was received that "marriage" refers to the action of aligning the distal end of the capsule of the delivery catheter system (dcs) with the outflow side of the valve.

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter pulmonary bioprosthetic valve, there was a larger curvature observed in the main pulmonary artery (mpa). The physician did not want to use the left pulmonary artery as there was no clear "choke point" as the physician decided to implant the valve as high as possible. There was difficulty inserting the non-medtronic introducer sheath (dryseal) and delivery catheter system (dcs). The non-medtronic introducer sheath did not go up into the annulus and only went to the point immediately after entering the right ventricular outflow tract (rvot). The distal tip insertion was difficult due to dcs twisting and it took time for the "marriage." When the outflow was deployed while applying tension, it fell into the proximal position during "pop up." When the outflow was deployed while applying tension, the pre-bifurcation caught on the side of the right pulmonary artery and did not "stand up" and was deployed a bit more so the outflow would expand as tension was applied. However, the outflow side did not "stand up" so the physician decided to remove the anchoring on the lpa side and resheathing was performed. The valve was retracted into the non-medtronic introducer sheath (dryseal). A valve replacement was recommended but delivery of the dcs was difficult so the vale was moved again into the rpa. The distal tip "launch and marriage" was performed again and "pop ups" were performed. After expanding row 1.f, the guidewire position was adjusted along with the dcs angle. The rows 2-3 were expanded. After slightly adjusting the position, rows 4-6 were expanded. A bit of an outflow entered into the lap but it was determined that there was space where the outflow could be secured and was decided to be left alone. No pressure gradient differences within the lpa was reported and no issues with the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: h armony-25, serial/lot #: (B)(6), ubd: 30-apr-2025, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional review of the event and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Corrected data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter pulmonary bioprosthetic valve, there was a larger curvature observed in the main pulmonary artery (mpa). The physician did not want to use the left pulmonary artery as there was no clear "choke point" as the physician decided to implant the valve as high as possible. There was difficulty inserting the non-medtronic introducer sheath (dryseal) and delivery catheter system (dcs). The non-medtronic introducer sheath did not go up into the annulus and only went to the point immediately after entering the right ventricular outflow tract (rvot). The distal tip insertion was difficult due to dcs twisting and it took time for the "marriage." When the outflow was deployed while applying tension, it fell into the proximal position during "pop up." When the outflow was deployed while applying tension, the pre-bifurcation caught on the side of the right pulmonary artery and did not "stand up" and was deployed a bit more so the outflow would expand as tension was applied. However, the outflow side did not "stand up" so the physician decided to remove the anchoring on the lpa side and resheathing was performed.the valve was retracted into the non-medtronic introducer sheath (dryseal). A valve replacement was recommended but delivery of the dcs was difficult so the vale was moved again into the rpa. The distal tip "launch and marriage" was performed again and "pop ups" were performed. After expanding row 1.f, the guidewire position was adjusted along with the dcs angle. The rows 2-3 were expanded. After slightly adjusting the position, rows 4-6 were expanded. A bit of an outflow entered into the lap but it was determined that there was space where the outflow could be secured and was decided to be left alone. No pressure gradient differences within the lpa was reported and no issues with the valve. No additional adverse patient effects were reported. Additional information was received that "marriage" refers to the action of aligning the distal end of the capsule of the delivery catheter system (dcs) with the outflow side of the valve. Additional information was received which confirmed that in this case, it was not a dislodgment, rather an outflow deployment failure and the recapture was performed for the deployment failure and positioning difficulty. The "choke point"was referring to the kink part of the mpa. Additionally, it was clarified that "marriage" is not the proper description, rather it is "aligning the end of the valve with the dcs capsule marker band".